Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. It is unknown when the reported condition occurred, however it occurred in the ER department. There was no patient involvement, injury or medical intervention occurred. The software version for this device is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).